Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 310 units of insulin during the load sequence. Customer overfilled the cartridge. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.